Event description:
It was reported that the customer reported "multiple cases have occurred with incorrect medication administration due to incorrect programming of ml/hr instead of the dosing units of medication". The customer requested an enhancement to lock down the rate field when programming infusion in guardrails so that only dose and vtbi fields can be modified in the pump. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer reported "multiple cases have occurred with incorrect medication administration due to incorrect programming of ml/hr instead of the dosing units of medication". The customer requested an enhancement to lock down the rate field when programming infusion in guardrails so that only dose and vtbi fields can be modified in the pump. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. Investigation summary: the reported incident of a programming error could not be confirmed or replicated, as no devices or records were returned for analysis. According to the facility, the event occurred because parameters were entered in the rate field instead of the dose field during infusion setup. The facility proposed an option to lock down the rate field when programming infusions in guardrails so only the dose and volume to be infused (vtbi) fields may be modified. This request has been forwarded to bd marketing for review and product enhancement request (per) determination under per 1141. The investigation could not include external or internal inspections, system log reviews, or laboratory testing due to the absence of returned devices or logs. However, the facility provided a product enhancement request. The facility proposes an option to lock down the rate field when programming infusions in guardrails so only the dose and volume to be infused (vtbi) fields may be modified. According to the bd alaris¿ system v12.5.0, proper operation of the system requires that users be familiar with its features, setup, programming, infusion sets, and accessories. The manual emphasizes that incorrect entry of drug amount or diluent volume may result in an over- or under-infusion and advises verifying parameters before starting the infusion. There was patient involvement; however, outcome is unknown. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported programming error, in which the rate field was entered instead of the dose field, could not be determined, as no devices or records were received for this investigation. Based on the information provided by the facility, the event is being attributed to a use error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.